Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The contact thought that the pump was broken. After the most recent occlusion alarms, the customer changed the infusion set and cartridge multiple times. The customer disconnected from the pump. The customer's blood glucose (bg) level was 600 mg/dl with a large level of ketones and insulin injections were used to address the bg level. A cause of the past occlusions could not be determined. A system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed the supplies again and no additional occlusion alarm had occurred.